Event description:
A pt underwent removal of hardware due to back-out of all of the screws of the 2 levels cervical fusion. Upon exploration of the construct, it was noted that none of the screws had been locked down. The removal was performed due to pain and difficulty swallowing. Once the construct was removed, the symptoms subsided. The fusion was solid at the time of removal and no other harware was implanted. The original surgery was performed some time earlier.